Event description:
Additional information received reported that the cause of the event was due to the patient not charging her implantable neurostimulator (ins). It was unknown how long it had been since the patient last charged her ins. Reprogramming dates with the manufacturer representative were confirmed to be on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. The patient's ins was checked under fluoroscopy on (B)(6) 2012. It was noted that the patient's ins recharger (insr) was left in her garage after moving into her new residence. No signs or symptoms were reported. Hospitalization was not required, and no patient injury was reported.

Manufacturer narrative:
Concomitant medical products: implanted: (B)(6) 2003. Product type: extension: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-09, lot# lb5083, implanted: (B)(6) 2003. Product type: accessory. (B)(4).

Event description:
It was reported the internal neurostimulator (ins) was overdischarged with patient compliance being the primary reason. Stimulation has not been felt for 6 to 12 months. The last successful recharging session was 6 to 12 months ago. Six physician mode recharges were performed and the ins was not responding. The patient indicated that the ins may be a little deep because of weight gain. The patient met with her health care professional and the manufacturer representative. The antenna locate feature was used to find strong telemetry between recharger antenna and ins. After 60 minutes the ins was not charging. This was the sixth attempt to recharge. It was confirmed the ins was not flipped. The patient had not made a decision on ins replacement. Additional information has been requested, but was not available as of the date of this report.